Manufacturer narrative:
The user experienced severe hypoglycemia after removing and reinserting the insulin cartridge while remaining connected to the infusion set during an attempt to clear an air bubble. This behavior can result in unintended insulin delivery and is consistent with the observed rapid bg decline requiring ems treatment with oral glucose gel. Engineering logs were not available at the time of review, but no device malfunction was alleged, and available information supports a use-related cause; a follow-up MDR will be filed if additional information becomes available or if inspection of a returned device indicates otherwise. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On (B)(6) 2025 the user¿s mother reported that on (B)(6) 2025 the user experienced hypoglycemia with a reported lowest blood glucose value of 34 mg/dl. The event occurred after the user removed the cartridge to eliminate an air bubble and reinserted it into the pump while the infusion set remained connected, which likely caused unintended insulin delivery, and no additional treatment details before ems intervention were provided. Emergency medical services treated the user on scene with oral glucose gel, after which the user recovered without hospital admission, and the ilet was not reported to have malfunctioned.